Event description:
It was reported that the patient experienced recurring incontinence with their ams800 artificial urinary sphincter (aus). The 4.5cm cuff was replaced with a 4.0cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with their ams800 artificial urinary sphincter (aus). The 4.5cm cuff was replaced with a 4.0cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis results: the ams800 occlusive cuff was inspected and tested. No leak was found. It performed within specifications. This does not confirm the reported event. Returned to manufacturer date. Initial reporter city, initial reporter state, initial reporter zip/post code.

Event description:
It was reported that the patient experienced recurring incontinence with their ams800 artificial urinary sphincter (aus). The 4.5cm cuff was replaced with a 4.0cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.